Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, r-wave amplitude variation and an increase in the capture threshold was observed on the right ventricular (rv) lead. During the revision procedure, insulation damage was visually confirmed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of insulation damage, inadequate capture, and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead revealed insulation damage that was consistent with procedural damage that occurs at the time of the procedure. Electrical testing did not reveal any indication of conductor fractures or internal shorts.